Event description:
The system 5 single trigger rotary handpiece was returned to stryker instruments for service, and during failure analysis it was reported that the leafkey housing was chipping. There was no patient involvement and no adverse consequences associated with the device.

Event description:
The system 5 single trigger rotary handpiece was returned to stryker instruments for service, and during failure analysis it was reported that the leafkey housing was chipping. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
During the device evaluation, the reported event of leafkey housing chipping was confirmed. The housing coating can chip over time due to use and was the most likely cause of the event.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete. Failure analysis is ongoing; additional information will be submitted once the results analysis is complete.